Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The event was noted to have occurred in (B)(6) 2019 but the actual day of the event is unknown.

Event description:
During an in-clinic follow up, increased pacing impedance and a loss of sensing were noted on the right atrial (ra) lead. The lead was reprogrammed to resolve the event. The patient experienced no consequences.